Manufacturer narrative:
The device was returned for investigation. The smiths label was intact, and the device had a damaged screen. There was no evidence of the reported failure in the event log. A functional test was performed, and the reported failure was replicated. The pump was found to be displaying "1310" error code which was subsequently clearly. The root cause of the reported problem cannot be established. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device alarms lec 1310 during testing. No patient injury was reported.